Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, if is it probable the event of ¿no image" occurred due to the faulty patient board set. In addition olympus confirmed that no image was displayed with 180 scopes due to the faulty patient board. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii video system center was returned as part of the asset return process with no alleged complaint. During routine inspection of the device by olympus, there was no image when used with the series 180 scope. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation confirmed there was no image due to a faulty patient board set. The additional findings are as follows: the top cover had scratches, and the software needed to be updated to version 4.10. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.